Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone number: (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During withdrawal, the balloon does not deflate enough to pass back through the scope to come out. The physician removed the scope and then the balloon was cut at the tip of the scope to remove the balloon. A photo of the complaint device with the scope was provided where it can be observed that the tip of the balloon catheter was mechanically cut. The procedure was reported to have been prolonged due to this event and was able to be completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.